Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that the lifevest holster strap was rubbing against his incision, causing a blister. The patient reported that the blister had opened and was draining. The patient's physician advised for him to go to the hospital. The patient reported that after being on antibiotics in the hospital for a week the irritation cleared up.